Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) impedance measurements, measuring greater than 2000 ohms. Far-field oversensing on the ra channel was also observed. In addition, during stored atrial tachy response (atr) events, there was respiratory rate trend (rrt) oversensing with pacing inhibition. Technical services recommended reprogramming and troubleshooting options. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) impedance measurements, measuring greater than 2000 ohms. Far-field oversensing on the ra channel was also observed. In addition, during stored atrial tachy response (atr) events, there was respiratory rate trend (rrt) oversensing with pacing inhibition. Technical services recommended reprogramming and troubleshooting options. The crt-d remains in service. No adverse patient effects were reported.